Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: b)(4).

Event description:
A customer reported she observed a fiber in the corneal incision of a patient during the one week postoperative visit following a left eye cataract procedure with no complications. The surgeon indicated the patient is doing well.

Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer did not retain the product lot information for the procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product or identification of the fiber observed could not be verified. Consumables are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product or identity of the fiber could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Complaints are continuously monitored to identify product and/or process areas where debris is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper ppe and maintaining clean work areas. The manufacturer internal reference number is: (B)(4).